Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited a significant increase in thresholds to high levels after the lead was tied down. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 28.5, 29.0 and 29.5cm, blood is visible inside proximal conductor. The breach with blood ingress would cause rising thresholds. If information is provided in the future, a supplemental report will be issued.